Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump's power was declining. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was resolved by the self-test. No harm requiring medical intervention was reported. Product return was requested for mmt-1885. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery and a new battery cap. Unit powered up properly after battery installation. Unit lcd display gave a pink/purple hue when powered on. Unit passed self test, sleep test and active current measurement test. Unit was downloaded successfully using thump software. No available relevant power data on the event date was recorded. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Corroded j1 (pcba2) component and lcd display gold flex connector was noted during deconstructive analysis. Unit was also received with corroded battery tube, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked keypad overlay at select button, keypad overlay peeling, pillowing keypad overlay, missing display window/cover and scratched case. In conclusion, unable to confirm customers allegations of battery anomaly. Unit was tested successfully and the power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No unexpected battery related alarms during tested. However, corroded j1 (pcba2) component, corroded battery tube and corroded lcd display gold flex connector was noted during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.